Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during advancement of the balanced middle weight (bmw) guide wire, although no resistance was noted, the tip of the guide wire separated. The separated tip was successfully retrieved using a snare. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. Another bmw guide wire was used to successfully complete the procedure. There was no additional information provided.